Event description:
Customer reported that after about 12 hours of therapy the blood pump segment of the set ruptured with consequent blood loss. The segment appeared stretched and kinked in the pump raceway. According to the customer, the prisma blood pump was noisy for several days, already. Blood loss unknown.